Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked display window corner, reservoir tube lip, minor scratched display window, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error when changing the infusion set. The customer was able to rewind the insulin pump. Customer's blood glucose level was 6.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.